Event description:
While attempting to implant a 432-03 lead to replace a 15 y/o unipolar lead, the physician could not advance the lead due to subclavian obstructions. He then attempted an introduction of the thinline 432-04-66073. The lead partially advanced into the vein and somehow became tied in a knot near the electrodes; he could not extract the lead from the vein and when pulling broke the lead and left a portion in the pt. He abandoned this side and went to the other side.

Manufacturer narrative:
Analysis summary: the product was damaged. The anode and tip section were not returned. One section of the lead body shows extreme stretching of the coil indicative of the application of an unusually large tensile force. The source of the reported insertion and removal problem cannot be identified.